Manufacturer narrative:
Initial.

Event description:
On 13-may-2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia with a blood glucose reported as high as >400 mg/dl. The user was able to treat the high blood glucose by ilet without assistance from a caregiver. The user was treated at home and did not require emergency medical services or hospitalization. The user experienced severe hyperglycemia while using the ilet. This situation can occur during insulin therapy and is consistent with the reported blood glucose values greater than 400 mg/dl following a larger-than-usual meal announcement. The user reported persistent elevated glucose readings after breakfast and continued monitoring while insulin delivery resumed through the ilet. Troubleshooting confirmed insulin flow through the tubing, and the user declined a recommended infusion site change during follow-up. Blood glucose later returned to range with a reported reading of 175 mg/dl. Based on available information, no device malfunction has been identified. The event did not require emergency medical services or hospitalization. If additional information becomes available, a supplemental medical device report will be submitted.